Event description:
Healthcare professional reported "pain encapsulation grade IV since 2019" and "benign calcifications in both breasts". This record is for the left side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, calcification.

Event description:
Healthcare professional reported "pain encapsulation grade IV since 2019" and "benign calcifications in both breasts". This record is for the left side. The device has been explanted.

Manufacturer narrative:
Visual analysis of the photographs identified: calcification: unable to confirm as it is a medical event not related to the device. Crease/folding of implant: unable to confirm as it is a medical event not related to the device. Observed two devices no labeled for side explanted, one device have a rupture and the other appears to be intact. It is not possible to determine the lot number or catalog through the photos provided. Additional, changed, and/or corrected data: b.5., d.6b., d.9., h.2., h.3., h.6.

Event description:
The device has been explanted.